Event description:
Additional information received indicated the leads were cut and left implanted during the fusion surgery and surgical intervention was undertaken wherein the cut leads were explanted and replaced with a paddle lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the strength was decreased and unable to provide effective coverage of therapy, due to physician cutting the leads during a spinal fusion on (B)(6) 2024. As such the leads were exhibiting high impedances. Surgical intervention is pending to address the issue.